Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on (B)(6) 2017.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient was in stable condition.

Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. The reported field event of battery performance alert (bpa) was confirmed. However, further investigation showed the bpa was falsely triggered since the data required for bpa calculation was lost during the reset and firmware reload process. Interrogation of the device revealed the device was above elective replacement indicator (eri) voltage level when received. A longevity calculation was performed based upon programmed settings and usage data. The calculations showed the battery depletion was normal. No anomaly was detected.